Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button light flashed red. Reportedly, the customer noticed that the screen does not turn on even when plugged in. The customer's blood glucose level was not impacted and it was confirmed that the customer had manual injections available.